Manufacturer narrative:
Device received with full segment display due to faulty connector on the interface board. Unable to perform the displacement test or verify watchdog timeout alarm due to full segment display. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed a watchdog timeout alarm. Customer's blood glucose was 174 mg/dl. Customer was unable to clear the alarm. After troubleshooting, customer reported the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.